Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmu. Guide catheter: ebu 3.5 5f. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat moderate lesions in the right coronary artery (rca) and left anterior descending (lad) artery, with a significant lesion on the tortuous and relatively thin distal circumflex artery (dcx). Using a right radial approach with a 5 fr guiding catheter, the first attempt of direct stenting with the xience alpine 2.0 x 8 mm stent delivery system (sds) of the dcx, the stent did not cross. There was a second attempt to cross with a deeper intubated guiding catheter which was unsuccessful. During the attempt to pull the xience alpine into the guiding catheter, even after further repositioning, it was impossible to remove the sds. After that the stent dislodged from the sds balloon, it moved back into the marginal branch until the level of bifurcation with the dcx. An attempt was made to pull the stent back by slightly inflating a balloon catheter; however, this was not successful. A xience 3.5 was inserted in order to trap the lost stent into the vessel wall of the marginal branch at the level of the bifurcation with the distal dcx. However, this provoked a new migration of the lost stent into a small side branch more distal on the marginal branch and the xience 3.5 was completely removed. The stent was then trapped into a small side branch with a xience 2.75 x 8 mm stent in the distal segment of the marginal branch. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was decided that there would not be an attempt to treat the lesions any further. The patient was recently seen and is doing fine. No additional information was provided.